Event description:
Reportedly, during the procedure, after sealing the vessel with the device, the vessel bled. The bleeding was controlled by sealinng the vessel again with the device. After two days the patient had an internal bleeding and had to be re-operated. Patient is of good health now.